Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached connector / inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. A separation was noted on the exhaust tubing of cylinder 2, near the strain relief junction. This is a site of leakage. The surfaces appear to have crease marks adjacent to or within a confined area of abrasion, indicating the area was kinked and abrading against itself for an extended period of time. A separation was noted on the inlet tubing of the reservoir. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the piece of detached inlet tubing or the connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, a patient with erectile dysfunction of an unidentified cause, received an inflatable penile implant on an unknown date. The patient sought medical care and reported that the prosthesis had stopped inflating. The doctor verified the loss of functionality of the prosthesis through clinical examinations and opted for revision surgery on (B)(6) 2024. All components of the prosthesis were replaced. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached connector/inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. A separation was noted on the exhaust tubing of cylinder 2, near the strain relief junction. This is a site of leakage. The surfaces appear to have crease marks adjacent to or within a confined area of abrasion, indicating the area was kinked and abrading against itself for an extended period of time. A separation was noted on the inlet tubing of the reservoir. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the piece of detached inlet tubing or the connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Corrected date for g3 and d9 (part 2).

Event description:
According to the available information, a patient with erectile dysfunction of an unidentified cause, received an inflatable penile implant on an unknown date. The patient sought medical care and reported that the prosthesis had stopped inflating. The doctor verified the loss of functionality of the prosthesis through clinical examinations and opted for revision surgery on (B)(6) 2024. All components of the prosthesis were replaced. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, a patient with erectile dysfunction of an unidentified cause, received an inflatable penile implant on an unknown date. The patient sought medical care and reported that the prosthesis had stopped inflating. The doctor verified the loss of functionality of the prosthesis through clinical examinations and opted for revision surgery on (B)(6) 2024. All components of the prosthesis were replaced. The patient is currently doing well and has had his erectile function restored.